Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens would not deploy. There was patient contact. Additional information was received stating that, the injector caused or contributed to the event as the tip that pushes the lens out was bent too much. It was fixed and now no issue with the injector. The surgery was completed using another lens of same model and diopter and there was no patient harm.

Manufacturer narrative:
A facility representative reported stating plunger bent, patient contact. No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report of plunger bent, patient contact; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: 2025-48685 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.